Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Mother of consumer reported that u by kotex click of unknown absorbency broke apart inside of her daughter. Mother took her daughter to the doctor but did not provide outcome of visit.